Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that an (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Between mapping and ablation phase, when going to map with the ultrasound catheter, pericardial effusion was discovered on intracardiac echo (ice). Cardiac tamponade was then confirmed by ultrasound. Pericardiocentesis was performed to remove between 630-635 ml of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The patient was kept overnight for monitoring purposes. Patient¿s outcome was fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it occurred when he advanced the transseptal needle. Transseptal puncture was performed with a tsx transseptal needle. Ablation was performed prior to noticing the adverse event. There was no evidence of steam pop during the ablation. The flow settings were low flow during mapping and periods when ablation was not occurred and standard flow rates during the ablation. No error messages were observed on any bwi equipment during the case. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used for the visitag module were range: 3mm; time: 3s; force over time (fot): 25%, 3 g; tag size: 3mm. Surpoint was used as additional filter for visitag module. The color options used prospectively were surpoint and tag index. Despite the fact that the physician believed the issue occurred when advancing the transseptal needle, there¿s not enough evidence to determine that the ablation catheter was not involved. Since the adverse event was discovered after the ablation, this event will be reported under the biosense webster inc. (Bwi) ablation catheter.